Event description:
At about 5 years and 7 months from the primary, the patient came in reporting pain due to a fractured femur and the cause of the fracture is unknown. The surgeon revised the medacta stem and head with a competitor's products, revised the medacta liner with a medacta liner and implanted a dm converter. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 november 2023. Lot 160653: (B)(4) items manufactured and released on 09-may-2016. Expiration date: 2021-04-24. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.